Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01213; 521-07-238, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to shoulder was converted from anatomic total shoulder to reverse total shoulder due to subscap failure, significant adverse event reported.